Event description:
Device 1 of 2 reference MFR report# 1627487-2014-01378. It was reported the scs system is auto-reducting and stimulation will not increase. Reprogramming was performed to no avail. Invalid impedance was revealed on two lead contacts. X-rays were ordered as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.